Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has a completely black display. The patient's blood glucose at the time of incident was 164 mg/dl. The customer confirmed that the pump was exposed to extreme temperatures. The pump stabilized at room temperature for more than a half-hour but was unable to undergo the self-test. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.